Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen on the insulin pump was blank when attempting to check the numbers. Customer stated that they tried to replace the battery and the screen did not turn on. Customer mentioned that there were small broken pieces next to the battery cap. Customer is unsure how the damage occurred. Customer's blood glucose reading is unknown. Customer was advised to discontinue use of the insulin pump and revert to a back up plan. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, rewind, basic occlusion test, excessive no delivery test and displacement test. Motor passed motor test. No blank display noted. The insulin pump had cracked case at display window corner, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window, and missing end cap sticker.